Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging were not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Without imaging, the investigation cannot further verify if the event occurred as described, nor could the investigation further evaluate the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Complaint system review: a search of the complaint handling system could not be performed to determine if other similar complaints exist for this batch number, because the batch number was not provided for the product on this complaint file. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves. Device migration, distal embolization, headache, incomplete aneurysm occlusion, neurologic deficits including stroke and/or death, perforation or dissection of the vessel(s), pseudoaneurysm formation, rupture or perforation of aneurysm, transient ischemic attack (tia) or ischemic stroke, vasospasm, vessel occlusion, vessel stenosis or thrombosis. Warnings the fred 27-system should only be delivered through a headway 27 microcatheter and the fred 21-system should only be delivered through a headway 21 microcatheter. If repeated friction is encountered during fred system delivery, verify microcatheter is not kinked or in extremely tortuous anatomy. Confirm that the microcatheter does not ovalize. Confirm that there is adequate sterile heparinized flush solution. Do not reposition the fred system in the parent vessel without fully retrieving the device. The fred system must be retrieved/resheathed into the microcatheter and re-deployed at the desired target location or removed completely from the patient. The fred system must not be re-deployed more than three times. Should unusual resistance be felt at any time during access or removal, the introducer/guide catheter/microcatheter and fred system should be removed as a single unit. Applying excessive force during delivery or retrieval of the fred system can potentially result in loss or damage to the device and delivery components. The fred system delivery wire should not be utilized as a guidewire. Do not torque the fred system. A torque device should not be used. Directions for use 17. Advance the delivery wire to transfer the fred system from within the introducer into the microcatheter. 18. Warning: do not torque the delivery wire while advancing or retracting the fred system. 21. Warning: do not apply undue force. If resistance is encountered at any point during delivery or manipulation, withdraw the unit and select a new fred system. 23. Position the fred system for deployment by aligning the fred system implant distal radiopaque end markers past the aneurysm neck, allowing for adequate distal and proximal device landing zones as shown in the following figures for fred-27 system and fred-21 system. 26. Note: a slow, proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, to remove excess microcatheter slack while maintaining the microcatheter tip within the center of the parent vessel, will facilitate properly deploying the fred system at the proper location, to achieve full expansion and good vessel apposition. 27. Caution: using a rapid microcatheter withdrawal technique to deploy the fred system is not recommended and may result in device elongation or improper deployment. Be aware of delivery wire tip position during deployment. 28. If the fred system positioning is not satisfactory, the implant may be recaptured and repositioned if it is not fully deployed. The implant may be recaptured until the point where the distal-most wire marker, collocated distal to the implant proximal markers, is aligned approximately 50% of length proximal to the microcatheter distal marker band. 29. Caution: if resistance is felt while recapturing the device, do not continue to recapture. Withdraw the microcatheter slightly to unsheath the device (without exceeding the recapture limit), and then attempt to recapture again. 30. Caution: the fred system must not be re-deployed more than three times. 31. If fred system positioning is satisfactory, carefully advance the delivery wire while retracting the microcatheter as needed to minimize slack, maintaining the microcatheter around the center of the parent vessel, to allow the implant to deploy across the neck of the aneurysm. Ensure the implant proximal radiopaque end markers are in the advised position (see step 23) proximal to the aneurysm neck for adequate coverage. 32. Note: the fred system will expand and may foreshorten up to 60% from its undeployed length. Visually verify opening of the proximal end, ensuring that the microcatheter distal tip marker is pulled back, adequately away from the implant proximal end, to allow the proximal end to freely open. Push forward on the delivery wire to assist in maintaining access within the implant as needed. 33. Note: visualize and refer to implant radiopaque end markers to maintain adequate implant length on each side of the aneurysm neck/target location to ensure appropriate coverage. 34. Warning: do not fully deploy the fred system if positioning in the parent vessel is not satisfactory. 37. Carefully inspect the deployed fred implant under fluoroscopy to confirm that it is completely open and opposed to the vessel wall and not kinked. If the implant is not fully open and apposed or is kinked, consider utilizing a suitable micro guidewire and/or occlusion balloon catheter to fully open the implant. 38. Caution: carefully watch the fred implant distal and proximal markers when passing through the implanted device with other devices to avoid displacing the implant. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
As reported through the fred clinical study, a retrospective post-market clinical study of the flow re-direction endoluminal device system in the treatment of intracranial aneurysms, approximately one month post procedure of a fred implantation and coil embolization, the patient was admitted to the emergency department with a diagnosis of cerebral infarction. Related to a post-market clinical study: (B)(6) hospital; transcatheter intracranial aneurysm coil embolization (intracranial aneurysm flow diversion treatment) + carotid angiography (super-selective, left side) + three-dimensional reconstruction image fusion. Subject number: (B)(6). Event description: intracranial aneurysm surgery. Type of surgery being performed and treatment site: interventional embolization: transcatheter intracranial aneurysm coil embolization (intracranial aneurysm flow-diversion treatment), carotid angiography (super-selective, left side), and three-dimensional reconstruction image fusion. How was the case completed? On (B)(6) 2024, the patient was placed in the supine position on the interventional treatment table. After successful general anesthesia, the right femoral artery was selected as the puncture site. The bilateral femoral artery puncture sites were disinfected with 5% povidone-iodine and draped. After successful placement of an 8f arterial sheath, an 8f long sheath and a 125 cm multifunctional catheter were introduced through the 8f short arterial sheath under guidance of a 150 cm hydrophilic guidewire, and the long sheath was positioned at the left c1 segment. A 6f intermediate catheter was then introduced through the long sheath and positioned at the left c4 segment. Super-selective left carotid angiography and three-dimensional reconstruction image fusion showed an irregular aneurysm at the m segment of the left middle cerebral artery, measuring approximately 4.50 mm × 4.30 mm × 5.88 mm (neck × height × length). It was therefore decided to perform stent-assisted coil embolization of the intracranial aneurysm. Under guidance of a synchro 14, 200 cm microguidewire, a stent microcatheter and a coil microcatheter (echelon 10, ev3) were introduced through the intermediate catheter. The distal tip of the stent microcatheter was placed in the distal lower branch of the left m2 segment, and the distal tip of the coil microcatheter was then advanced into the aneurysm. A fred flow diversion device (3.0 mm × 19 mm, microvention) was introduced through the stent microcatheter. After accurate positioning, the stent was slowly deployed and adjusted so that the center of the stent was located at the aneurysm neck opening. Repeat angiography showed good stent wall apposition, no obvious residual stenosis within the stent, and patent antegrade blood flow. Two coils were then sequentially introduced through the coil microcatheter (stryker target 360 ultra 4.0 mm × 8 cm and stryker target helical ultra 4.0 mm × 6 cm). Repeat angiography showed no obvious residual stenosis within the stent, significant contrast agent retention in the aneurysm sac, okm grade c, patency of the parent artery, and no reduction or slowing of blood flow in the exposed vascular branches. Intraoperative dyna-CT showed no hemorrhage. The intermediate catheter, long arterial sheath, and short arterial sheath were withdrawn. The puncture site was closed with a closure device, followed by local compression and dressing. The procedure was completed. After recovery from anesthesia, the patient was awake and was transferred back to the ward by stretcher. Intraoperative monitoring showed a heart rate of 52¿59 beats/min and blood pressure of 120¿130/72¿78 mmhg. After returning to the ward, the patient was given right lower limb immobilization, antiplatelet therapy, blood pressure control, and other symptomatic treatment. Instructions: 1) temporary fasting and water restriction; regular observation of the puncture site and skin color of both lower limbs; maintain blood pressure within 120¿140/60¿85 mmhg; monitor cardiac, pulmonary, and renal function; and be alert for venous thrombosis; 2) immobilize the right lower limb for 48 hours and perform regular follow-up head CT examinations. Was imaging provided for review? Yes (B)(6) 2024. Head plain scan results: 1. Hyperdense shadow along the left middle cerebral artery course, considered postoperative change; 2. Lacunar cerebral infarctions in the bilateral basal ganglia; 3. Low-density shadows beside the bilateral lateral ventricles, considered demyelination-like changes; 4. Mild inflammation of the right ethmoid sinus; mr examination is recommended if clinically necessary. Detailed information: on (B)(6) 2024, the patient reported limb weakness without obvious cause 2 days earlier, with clumsiness when holding objects with the left upper limb. There was no headache, vomiting, diplopia, tinnitus, ear fullness, limb numbness, disturbance of consciousness, limb convulsion, or urinary/fecal incontinence. The above symptoms persisted. Two hours before admission, the patient felt that the symptoms had worsened compared with before and was brought to the hospital by the hospital ambulance. For further treatment, the patient was admitted via the emergency department with a diagnosis of ¿cerebral infarction.¿ since onset, the patient had clear consciousness, poor mental status, normal appetite, normal sleep, normal bowel movements, normal urination, and no change in body weight. After admission, relevant examinations were completed. Head MRI + mra + pwi showed: 1) subacute cerebral infarction in the right frontoparietal lobe; 2) scattered lacunar lesions in the brain; 3) cerebral white matter hyperintensities, fazekas grade 1; 4) bilateral ethmoid sinus inflammation; 5) findings consistent with cerebral arteriosclerosis; and 6) cerebral parenchymal perfusion changes as described above, with clinical correlation recommended. Head and chest CT showed: 1) lacunar cerebral infarction beside the left lateral ventricle; 2) low-density white matter shadows beside the bilateral lateral ventricles, considered demyelination-like changes; 3) senile brain changes; 4) bilateral maxillary sinus and ethmoid sinus inflammation, with mr examination recommended if clinically necessary; 5) scattered fibrotic streaks in the left lung; 6) mosaic attenuation in the lower lobe of the left lung, considered uneven ventilation-perfusion; and 7) calcification of the aortic and coronary artery walls. ECG showed: 1) sinus rhythm, hr 79 beats/min; and 2) fragmented qrs wave in lead v1. Routine blood test showed hemoglobin 126 g/l, low; hba1c 7.10%, high; renal function showed albumin 38.4 g/l, low; glucose 8.27 mmol/l, high. C-reactive protein, four coagulation tests, d-dimer, and urinalysis were normal. Aa-180s aggregation rate was 80.57%, adp-30s aggregation rate was 40.47%, homocysteine was 19.0 ¿mol/l, anti-thyroid peroxidase antibody was 1022.00 iu/ml, anti-thyroglobulin antibody was 59.82 iu/ml, and the eight infectious disease tests showed no obvious abnormalities. Ultrasound showed diffuse thyroid echogenic changes (please correlate with laboratory tests), uneven thickening of the bilateral carotid intima-media with plaque formation, plaque formation at the origin of the right subclavian artery, mild mitral and tricuspid regurgitation, reduced left ventricular diastolic function, normal left ventricular systolic function, no obvious abnormality in the bilateral lower-limb deep veins, bilateral hydronephrosis, mild fatty liver, slightly thickened and rough gallbladder wall, and abdominal aortic plaque formation. Stool routine test and fecal occult blood test showed no obvious abnormalities. Holter ECG showed: 1) sinus rhythm, average heart rate 74 beats/min; 2) 29 atrial premature beats, including 14 isolated atrial premature beats and 1 episode of atrial tachycardia at 110 beats/min lasting 15 beats; 3) 69 ventricular premature beats, including 66 isolated ventricular premature beats and 1 episode of quadrigeminy; 4) st-t changes; and 5) normal heart rate turbulence. Ambulatory blood pressure monitoring showed: 1) 24-hour average blood pressure 120/63 mmhg; daytime average blood pressure 124/65 mmhg; nighttime average blood pressure 110/58 mmhg; and 2) nighttime blood pressure decline rates of 11.29% for systolic pressure and 10.77% for diastolic pressure (normal range: 10%¿20%). Ultrasound showed uneven thickening of the bilateral carotid intima-media with plaque formation, plaque formation at the origin of the right subclavian artery, stenosis of the left subclavian artery (proximal segment: 50%¿69%), and left subclavian steal syndrome (latent type). Mild stenosis was noted at the terminal segment of the right internal carotid artery. Head CT showed: 1) hyperdense shadow along the left middle cerebral artery course, considered postoperative change; 2) lacunar cerebral infarctions in the bilateral basal ganglia; 3) low-density shadows beside the bilateral lateral ventricles, considered demyelination-like changes; and 4) mild inflammation of the right ethmoid sinus; mr examination was recommended if clinically necessary. During hospitalization, the patient received antiplatelet therapy, lipid-lowering and plaque-stabilizing therapy, hypoglycemic therapy, antihypertensive therapy, and other symptomatic supportive treatment. On (B)(6) 2024, the patient underwent cerebral angiography and transcatheter intracranial aneurysm coil embolization. The patient was discharged on (B)(6) 2024. On (B)(6) 2024, the patient reported limb weakness without obvious cause 6 hours earlier, with clumsiness when holding objects with the upper limbs and difficulty walking with the lower limbs. There was no headache, vomiting, diplopia, tinnitus, ear fullness, limb numbness, disturbance of consciousness, limb convulsion, or urinary/fecal incontinence. The above symptoms persisted, and the patient felt that the symptoms had worsened compared with before, so the patient came to the hospital. For further treatment, the patient was admitted via the emergency department with a diagnosis of ¿cerebral infarction.¿ since onset, the patient had acceptable mental status, normal appetite, normal sleep, normal bowel movements, normal urination, and no change in body weight. The patient had a history of ¿cerebral infarction¿ for more than half a month and regularly took aspirin, ticagrelor, and atorvastatin calcium tablets, with self-reported acceptable control. The patient had a history of ¿hypertension¿ for more than half a month and regularly took amlodipine besylate, with self-reported acceptable control. The patient also had a history of ¿type 2 diabetes mellitus¿ for more than half a month and regularly took vildagliptin and repaglinide, with self-reported acceptable control. After admission on (B)(6) 2024, relevant examinations were completed. Head mr (emergency department, our hospital, (B)(6) 2024) showed: 1) acute cerebral infarction in the left frontal lobe and beside the lateral ventricle; 2) scattered lacunar lesions in the brain; 3) cerebral white matter hyperintensities, fazekas grade 1; 4) brain atrophy; and 5) bilateral maxillary sinus and ethmoid sinus inflammation. 64-slice head and neck/coronary cta showed: 1) postoperative changes after aneurysm surgery at the m1 segment of the left middle cerebral artery; 2) atherosclerosis of the head and neck arteries: (1) severe stenosis at the origin of the left subclavian artery; (2) moderate stenosis of the m2 segment of the right middle cerebral artery; (3) severe stenosis of the p2 segment of the right posterior cerebral artery; and (4) penetrating ulcer of the aortic arch; 3) coronary atherosclerosis: (1) moderate stenosis of the proximal right coronary artery lumen; and (2) moderate stenosis of the proximal and middle segments of the left anterior descending artery lumen. Clinical correlation was recommended, with further dsa examination if necessary. Treatment included antiplatelet therapy, lipid-lowering and plaque-stabilizing therapy, circulation-improving medication, hypoglycemic and antihypertensive symptomatic treatment, and other symptomatic supportive treatment. The patient¿s slurred speech and right-sided limb weakness were significantly relieved. Physical examination: t 36.3°c, p 73 beats/min, r 19 breaths/min, bp 137/78 mmhg. Breath sounds in both lungs were clear, with no obvious dry or moist rales. Heart rhythm was regular, with no murmur heard. The abdomen was soft, with no tenderness or rebound tenderness. No edema was noted in either lower limb. The patient was conscious, with acceptable mental status and fluent speech. Both pupils were equal and round, with a diameter of 2.5 mm, and were sensitive to light reflex. Forehead wrinkles were symmetrical, bilateral nasolabial folds were symmetrical, the tongue protruded in the midline, and the pharyngeal reflex was normal. Muscle tone was normal bilaterally, muscle strength of both limbs was grade v, superficial and deep sensation were generally normal, bilateral babinski signs were negative, and romberg sign was negative. On (B)(6) 2026 telephone follow-up with the patient: the patient reported being in good condition, with clear consciousness, acceptable general condition, fluent speech, normal appetite, normal sleep, normal urination and defecation, and no other discomfort.